Event description:
It was reported that during a follow-up in clinic, non-sustained rv oversensing was observed due to myopotential oversensing on the right ventricular channel. Patient was asymptomatic. No other anomalies were reported. Programming changes were made. Low frequency attenuation was turned off resolving the issue. The patient was in stable condition before and after the programming change. The patient walked out of the clinic with no adverse events.